Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional/updated information regarding the reported event: the harmonic ace insert was reportedly inspected prior to use, and no issues were noted. The device performed as intended up until it broke. The fragment(s) fell inside the patient during an instrument tip collision. The surgeon was dissecting tissue at the time of the event. After the blade broke off and fell inside the patient, the fragment(s) was/were not visually located by the surgeon. The site then conducted an x-ray but found no foreign body inside the patient. The device was removed after the breakage with no resistance through the cannula. The patient was safely discharged from the hospital. It was confirmed that the procedure was completed robotically. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. Isi will not receive the affected device for evaluation as it was thrown away following the procedure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) will not receive the harmonic ace insert for evaluation as it was discarded by the site. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the blade of the harmonic ace instrument insert was partially missing. The site attempted to locate the missing fragment but failed. The radiologist performed a radiographic search and found no foreign object inside the patient. The surgeons and surgical staff made another effort to search for the missing fragment but also failed. The customer then elected to abandon the search and closed the abdominal cavity. The procedure was completed with a back-up device of the same kind. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details had been received as of the date of this report.